Event description:
It was reported that this tactra malleable penile prosthesis was removed due to a sizing issue. The device was previously removed and replaced with a bigger device at a later date. There were no patient complications reported.

Event description:
It was reported that this tactra malleable penile prosthesis was removed due to a sizing issue. The device was previously removed and replaced with a bigger device at a later date. There were no patient complications reported.